Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer states that when unit was being operated the volume measurement display disappeared. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Event description:
Customer states that when unit was being operated the volume measurement display disappeared. It was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
MFR received date: 31oct2019. It was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer¿s field service engineer (fse) confirms the customer opened the case because the measurement volume disappeared during the patient ventilation. It was a configuration problem. With the biomedical engineer we have change the configuration time now the values remains posted all the time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 10oct2019. Date of report: 11oct2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer states that when unit was being operated the volume measurement display disappeared. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.